Event description:
It was reported that the projected longevity for this pacemaker decreased from one and half years to less than three months in a six-month period. Technical services (ts) was consulted and discussed that the minute ventilation (mv) had been turned off and was now turned back on along with signal artifact monitoring (sam). An analysis of device data noted that the change in longevity was unrelated to mv and sam and noted there is no evidence of premature battery depletion (pbd), however the battery is behaving far from predictions. Ts recommended a device replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the projected longevity for this pacemaker decreased from one and half years to less than three months in a six-month period. Technical services (ts) was consulted and discussed that the minute ventilation (mv) had been turned off and was now turned back on along with signal artifact monitoring (sam). An analysis of device data noted that the change in longevity was unrelated to mv and sam and noted there is no evidence of premature battery depletion (pbd), however the battery is behaving far from predictions. Ts recommended a device replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the projected longevity for this pacemaker decreased from one and half years to less than three months in a six month period. Technical services (ts) was consulted and discussed that the minute ventilation (mv) had been turned off and was now turned back on along with signal artifact monitoring (sam). An analysis of device data noted that the change in longevity was unrelated to mv and sam and noted there is no evidence of premature battery depletion (pbd), however the battery is behaving far from predictions. Ts recommended a device replacement. This device remains in service. No adverse patient effects were reported. Additional information was received, the patient with this pacemaker experienced symptoms and there were questions if the device lost rate response due to elective replacement indicator (eri). Technical services (ts) discussed rate response continues when explant indicator is reached. This device remains in service. No adverse patient effects were reported.